Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device follow-up, this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range shock impedance measurements of greater than 200 ohms as measured in the triad shocking configuration. A review by technical services found the implanted lead was a single coil model and they instructed the clinician to reprogram the shock configuration to rv coil to can; the shock impedance measurement was then 56 ohms, as expected. The clinician confirmed the device had been programmed incorrectly since implant the previous month. The device remains implanted and in service. No adverse patient effects were reported.